Event description:
It was reported that the device had a faulty air detector. The product fault occurred during testing. There was no customer damage reported and the device issue was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D4: correction. H3: one device was returned for analysis in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Visual inspection showed the device was in used condition. Functional testing was performed, and the reported issue was verified. The air detector was not functioning. The most likely cause is mishandling of the latch lock. The air detector was replaced to address this issue.